Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Customer's blood glucose level was >400 mg/dl. Reportedly, the event was unrelated to the pump or supplies; however, customer was unable to perform system check with tandem technical support at the time of the report. Multiple attempts were made to troubleshoot with the customer but the customer declined.

Manufacturer narrative:
Reportedly, hospitalization was 2-3 days due to recurring elevated blood glucose (bg) levels (300-400 mg/dl). Reportedly, the infusion set cannula became dislodge from customer's body. Customer believes this is the cause of the elevated bgs and subsequent hospitalization. Reportedly, customer received no pump alarms. Customer was treated with intravenous fluids and insulin while hospitalized. Customer has since changed brands of infusion sets. Customer reported that cartridges are used up to 4 days before changing supplies. The tandem t:slim pump user guide indicates that humalog had been tested up to 48 hours.